Event description:
Report received of a filter leak. Pt was receiving 5fu via a groshong PICC line, as an outpatient. The IV tubing set was in use less than 24 hours when the leaking from the filter was noted. The filter was taped to the pt and it was covering the holes of the filter set. The pt returned to the clinic to have the tubing set changed and the therapy restarted using the same bag. The 5fu came in contact with the pt's skin. The area was washed thoroughly with soap and water. There was no report of blood backup or air that entered the pt's IV line. Although requested, no additional info was provided.